Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12, but there were no notable events prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.